Manufacturer narrative:
Results: type 2 endoleak, and severely angulated aortic neck, endoleak, migration. Conclusion: type 2 endoleak and severely angulated aortic neck.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported the stent graft migrated 35-40 mm. 5 years and 1 month after the initial implant. The bifurcated stent graft separated from the aortic cuff and the aneurysm measured 80mm in diameter. The aortic neck had an angle of 85 degrees and it was 29 mm in diameter. It was also reported that there were type 1 and type 2 endoleaks and the patient had follow-up through two years post implant. Three aortic cuffs from another manufacturer were used to bridge the separated stent graft components and to stabilize the migration. No additional clinical sequelae were reported and the patient is fine.